Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the dilator is weak and sometimes splits during rotation and insertion from the tip into two parts longitudinally. The customer stated anecdotally that this incident started to be noticed more frequently in the last three months however they could not provide any further information.